Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9347475. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter blood control feature cracked and leaked fluid during use. The following information was provided by the initial reporter, translated from chinese to english: "the patient was given intravenous indwelling needle. After the indwelling was finished, the patient went to the CT room for enhanced CT scan. During the injection of liquid, the indwelling needle pipe suddenly cracked, leading to fluid leakage"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter blood control feature cracked and leaked fluid during use. The following information was provided by the initial reporter, translated from chinese to english: "the patient was given intravenous indwelling needle. After the indwelling was finished, the patient went to the CT room for enhanced CT scan. During the injection of liquid, the indwelling needle pipe suddenly cracked, leading to fluid leakage"